Event description:
The following description of the event was copied from a maude event report # mw5039943 received by carefusion from the FDA on 05/18/2015. "Volun (B)(6) 2015: ventilator had a frozen screen and would not give breaths. Anesthesia bagged patient while ventilator replaced. Flu action: vent is out of service and being repaired. Display went bad but vent functioning and ventilating pt per biomed dept."

Manufacturer narrative:
(B)(4). The maude event report # mw5039943 did not contain any information regarding the user facility, or the serial number of the device involved which would have aided carefusion in determining if the user facility that had reported this event to carefusion. An exhaustive review of the carefusion technical support call and complaint databases did not find any corresponding report from a user facility during the time frame that this event was reported to have occurred. Therefore carefusion was unable to contact the user facility to make arrangements to perform an evaluation of the device to determine root cause of the reported event.